Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst on deployment. The team had to do a surgical cutdown to remove the balloon due to withdraw difficulty. A second delivery system was opened to post dilate if needed, however it was not used.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to a2, a3, b4, b5, b7, g3, g6, h2, h6, h10. A voluntary MDR was submitted under 1001760000-2024-8005. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints for balloon burst and difficulty or inability to withdraw system through sheath were unable to be confirmed with no returned device or imagery. Available information suggests patient factors (calcification) likely contributed to the balloon burst event as per follow-up information 'patient had moderate calcium in the stj'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests procedural factors (altered balloon profile) likely contributed to the withdraw difficulty event as 'the cutdown was performed without incident, to remove the balloon due to withdraw difficulty'. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst on deployment. A blood transfusion was initiated by anesthesia. The patient was stabilized and transferred to the operating room for an emergent cutdown. The cutdown was performed without incident, to remove the balloon due to withdraw difficulty. The patient was transferred to the cardiovascular intensive care unit after the procedure.